Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due high pacing thresholds and pacing inhibition. Lead remains implanted but out of service. No additional adverse patient effects were reported.